Event description:
It was reported through remote transmission that oversensing was observed. The patient was asymptomatic. The oversensing was reproducible with arm movement. Lead fracture was suspected. The pace/sense portion was capped and replaced. Defib portion of the lead remains active.

Manufacturer narrative:
(B)(4).